Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pulse generator change out the lead exhibited low impedance due to an insulation anomaly. The lead was capped and replaced on (B)(6) 2016. The patient's condition post procedure was stable.